Event description:
It was reported: this pt underwent a revision of the left total hip arthroplasty in 2000. Pt has had numerous dislocations since that time. X-ray show a previous trochanter fracture fixed with a claw. The claw was broken off probably causing instability. Pt was admitted to this facility for a revision of the total hip. The initial reporter states that the "original implant information is not available".